Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the events cannot be confirmed. However, procedural factors (pre-deployment positioning of the valve) and patient factors (severe calcification of the native aortic valve) may have contributed to the 80:20 or 90/10 aortic deployment of the first deployed valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards territory manager (tm), during the transapical tavr procedure, the first 26mm sapien valve was placed in a 60:40 aortic position, however, during deployment the valve shifted and was deployed 80:20 or 90:10 aortic. Per report, the valve was stable and mild paravalvular leak (pvl) was noted on the echocardiogram (tee); however, after the .035 amplatz extra stiff wire was removed, the pvl actually increased. The decision was then made to implant a second valve. The second 26mm sapien valve was positioned and deployed 50:50 within the annulus with no aortic insufficiency or pvl. The remainder of the case was completed without incident. The patient was noted to have remained in stable condition throughout the entire case. The exact cause for the shifting of the valve during deployment was not provided. Per report, the patient¿s aortic valve was severely calcified and the patient did not have ventricular septal hypertrophy. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.